Manufacturer narrative:
No lot number provided. Visual inspection: observed silicone seal protrusion. Functional inspection: silicone seal protruding. Summary: returned device had silicone seal protruding. Issue is attributed to user applying high pressure with attached syringe.

Event description:
Clinician was flushing the port and checking for blood return when it was noticed there was no blood return. Flushing was done through the distal end of the port through one of the new microclave caps and with a brisk flush, saline only sprayed onto the clothing of the clinician from the y-site microclave cap. The center of the cap had pushed up through the flush surface and remained expelled from the cap. There were no adverse patient consequences reported.